Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated patient¿s tissue thus exhibited high pacing threshold. Additional information indicated that there was no intervention yet done and patient had shortness of breath (sob). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the rv lead was dislodged. An rv lead revision was attempted but was unsuccessful. A second revision was done and was successful. The rv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.